Event description:
The customer tested his blood glucose using his contour meters and received readings of 106 and 67 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned.